Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient developed transient hypotension. The patient was given IV fluids and dopamine. Two days post procedure, the dopamine was discontinued and the patient was discharged to home with orders to take sudafed. There was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Hypotension is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.